Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within product specification. X-ray and visual inspection of the entire lead did not find any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular lead was found to be dislodged during upon follow up. The lead was explanted and replaced. There were no patient consequences.